Manufacturer narrative:
Concomitant medical products: product ID: 8709 serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, additional information was received from the manufacturer representative (rep). It was reported that the catheter was not replaced. Only the pump was replaced and a new catheter was implanted as it was standard procedure to replaced any old catheter connectors with the new sutureless ones.

Event description:
The representative later reported that the patient's diagnosis for use of the pump was chronic pain. Other medications at the time of the event and the patient's medical history were unknown. Should additional information be received a supplemental report will be filed.

Event description:
The representative further provided that there was no allegation towards the catheter prior to the pump replacement or at the time of the pump replacement. Nothing was discovered with the catheter during the pump replacement that required the catheter revision. The surgeon did not believe there was a catheter issue. No symptoms noted associated with the catheter and it was unclear if any troubleshooting or diagnostic testing occurred with the catheter prior to the reported catheter revision at the time of the pump replacement. This device system delivered morphine at the time of the event. The dose, concentration and lot numbers were requested but not provided. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), partially explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that when the patient's pump was replaced in 2013, a portion of the 8709 catheter was revised. No patient symptoms were reported. It was unknown what medication this device system delivered at the time of the event. No further details were initially reported. Additional information was requested to clarify the catheter revision details, troubleshooting, resolution, patient symptoms, and medication delivered at the time of the event. Should additional information be received a supplemental report will be filed.